Manufacturer narrative:
Device manufacture date: the lot was manufactured between october, 21 2022 to october 28, 2022. A batch review was conducted which identified a open/weak seal issue; additional verification was added to the sealing process to resolve the issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was not properly sealed. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.